Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: during investigation, the audio bolus button was found to be detached and missing from the pump. Further testing on the response of the audio bolus button was not able to be performed due to the missing button. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.